Event description:
The account alleged that the brake and brake/steer casters lock in brake, but continue to ratchet and swivel.

Manufacturer narrative:
The account replaced the casters to repair the bed.